Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that, during a meniscus repair the implant of the fast fix was stuck in the shaft during the second deployment. The procedure was resumed, with a non-significant delay, using an equivalent sn back-up. No further complications were reported.